Event description:
Patient's one touch ultra was reading erratically and inaccurately high. The patient first noticed the erratic and high meter readings before christmas 2005. On an unspecified date/time, the patient obtained a very high result such as "18.0mmol/l" after dealing with household work, but she could not recall if she had any symptoms of high or low blood sugar levels. Based on this meter reading, the patient increased her insulin dosage (type/dosage unk) and eventually fell into an insulin coma, during her sleep. The patient's husband found her unconscious in the next morning and stated that she did not receive any food treatment, prior to the medical aid. In february 2006 (9:30am) the medical aid arrived at the patient's home and treated the patient with IV containing glucose. After the glucose treatment, the patient felt better. The patient was unable to recall any of the initial blood glucose results obtained by themedical aid, however, the patient's blood glucose was retested before the medical aid left, which was "8.0mmol/l". The patient was unable to provide her diabetes medication regimen. The technical service representative verified the following: the meter was set up correctly, the test strips were in good condition, and the correct testing/cleaning techniques were used. Control solution test was not run, because the patient did not have any control solution. The meter was replaced. This complaint is being reported, because the patient obtained a meter reading, increased her insulin amount based on the meter reading, and eventually required medical treatment.